Manufacturer narrative:
The reported event was confirmed by review of the radiographic image provided. No device was returned to nuvasive for evaluation as the device was not explanted, but reinforced using additional rod fixation. Operative notes and/or radiograph images from the initial procedure were not provided for review of usage/technique. A review of the device history record was performed and no discrepancies were found. A definitive root cause was unable to be determined with the information provided. There are warnings in the device labeling that this type of event can occur. Labeling review: "potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." "Warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial nine (9) level fixation procedure with interbody devices placed at l1 to l5 and posterior fixation from t9 to iliac. Subsequently, radiographs obtained approximately 17 months after the initial procedure revealed fracture of the right posterior fixation rod at the l5/s1 space. An additional procedure was performed two (2) weeks later to reinforce the l5/s1 vertebrae with additional rod fixation. No further patient impact was reported.